Manufacturer narrative:
Initial reporter telephone number: (B)(6). A manufacturing and product development investigation was performed. A screw head was received with the threaded part is broken about 2.9mm below the head. The forefront of the thread with a length of about 6mm was not sent back for evaluation. The relevant dimensions of the imf screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers of both potential lot numbers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. No manufacturing related issue could be detected. The lot l187571 with a lot size of (B)(4) pieces was manufactured in november 2016 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this occurrence. The appearance of the fracture face indicates that a mechanical overload, for example by dense bone, caused the breakage of these screws. In this relation we would like to mention that in the relevant surgical technique notes: precaution: in dense cortical bone, it may be necessary to predrill with a b 1.5 mm drill bit. In addition we would like to point out the warning section from the instructions for use from the imf screw set: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Based on the provided information we are not able to determine the exact cause of this occurrence. The appearance of the fracture face indicates that a mechanical overload, for example by dense bone, caused the breakage of these screws. Based on the information present, it is concluded that the insertion torque exceeded the failure torque of the screw intra operatively. No product related issue could be detected. Implant and explant dates: device broke intra-operatively and was not fully implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Telephone number: (B)(6). UDI: (B)(4). Implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was performed for the subject device lot number l187571. Manufacturing location: (B)(4). Date of manufacture: 07. Nov. 2016. Expiration date: 01. Oct. 2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two intermaxillary fixation (imf) screws broke in the patient. Both screws broke intra-operatively during surgery. The surgery was less than 5 minutes delayed. Patient outcome is fine and the procedure was successfully completed but a broken off screw tip remained in the patient. This is report 2 of 2 for (B)(4).